Event description:
This report address the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report an check lines and bags alarm found on the home choice (hc) device during use during fill 4 of 4. The bag was refilling from heater bag- fill volume= 1261 ml. The home patient (hp) stated that the heater and supply bags were empty. Final bag was full. The hp was unable to clear the alarm and hence changed out the final bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.